Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure, it took a lot longer to get the air out of the system. The pump kept sucking air compared to getting the air out. The original device was used to complete the case. There was no visible damage on the packaging. Additional information received. The device was tested multiple times and appears fully functioning. The patient had a good outcome.